Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing, which included stress testing and functional testing without duplicating the customer report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.